Event description:
It was reported that revision surgery occured due to pain secondary to fractures of the liner. Cup, liner and femoral head have been replaced.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).